Event description:
Fuzziness in eye that caused my ability to see - to decrease through the day, but after a day - my eye view returned to normal. I was in the hospital for immediate care and they could not identify the problem. Neurologic believed it has to do with contacts or solution. I use renu solution regulary and buy them through the web.